Event description:
Dealer states foot motor is not staying up. Dealer was not the person who troubleshot this originally and just wanted a foot motor. He thinks it's pretty much the foot motor but did not troubleshoot with me.